Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the cables were not working. It was noted that both pins on the plug were contaminated, and the heart block connector was discolored and contaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cables for the temporary pacemaker, external pulse generator (epg), were not working. The cables are expected to be returned. There was no patient involvement. It was further reported via follow up that the cables were out of function; it was noted that older cables were functioning and that newer cables were not functioning. It was unknown if the cables were in use when they stopped working and it was unknown if there was an issue with the connector on the epg.